Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had scope communication error e315 and e216 . The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed, based on the investigation: the possibility of electrical continuity failure was due to water invasion of scope connector could have caused the issue, additionally, the scope connector had corrosion caused by a leak. However, a definitive root cause could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection: this section explains the equipment to be prepared before using this product and how to inspect it. 3.1 preparation and inspection flow: this section explains the work flow. Before using this product, be sure to carry out the preparation and inspection shown below. In addition, for related equipment to be used in combination with this product, inspect them according to their "digitized attached documents" and "operating instructions." If you suspect an abnormality during inspection, take action according to "chapter 5 if an abnormality occurs". If it is clear that the product is broken, do not use the product, but have it repaired according to "5.4 when sending the endoscope for repair." Chapter 5 if an abnormality occurs: this section explains how to deal with an abnormality. 5.1 if an abnormality occurs: if you suspect an abnormality during inspection according to "chapter 3 preparation and inspection", do not use the product, but take action according to "5.2 how to identify and deal with abnormalities." If the endoscope still does not return to normal, send it in for repair according to "5.4 sending the endoscope for repair." If an abnormality occurs while using the endoscope, immediately stop using it and carefully remove it from the patient according to "5.3 removing an abnormal endoscope." Olympus will continue to monitor field performance for this device.